Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v624258, implanted: (B)(6) 2011, product type: lead.

Event description:
The manufacturer representative (rep) reported that the patient's right dbs lead was removed due to infection as of an unknown date. The healthcare provider (hcp) is implanting a new dbs lead on date notified. There were no device allegations related to this event. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.